Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.

Event description:
It was reported that while using a therapy cool path catheter during an atrial fibrillation ablation procedure with complex fractionated electrograms, charring was noted on the device. While ablation in the left atrium with the cool path catheter, the generator settings were 30-50 watts, a temperature of 48 degrees celsius and ablation time of 120 seconds, but the stockert generator frequently stopped due to a temperature error. The temperature was high with low watts. The physician removed the catheter and noted char present below the edge of the distal electrode. The procedure was completed with a non sjm catheter. There were no pt complications reported.